Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient presented in the emergency room after receiving inappropriate hv therapy. Post-sensed t-wave oversensing was observed on the ventricular channel. Programming changes were made.